Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further noted that the ra lead was placed in the atrial septum and was an unconventional operation it was an innovative operation. It was further noted that the ra lead exhibited a helix position change which was stuck in the myocardium and could not be turned back. The helix was elongated during the pulling process, and it was also noted that the ra lead was not broken/fractured.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra operatively during the placement of the right atrial (ra) lead, tissue entanglement was observed. The helix was difficult to screw in. Later, the helix was observed to be extended . Suspected lead fracture. The lead was attempted not used and replaced. No patient complications have been reported as a result of this event.